Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling and associated risk documents was completed. Dislodged/dislocated stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. Dislodged/dislocated stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) cataract surgery plus trabecular microbypass stent system procedure, the patient presented approximately three (3) years and three (3) months postoperatively during a slit lamp examination with a dislodged stent sitting in the inferior angle. The report noted that the patient is not experiencing any complications due to the dislodged stent. Per report, the surgeon is seeking counsel on treatment options, and a consultation with a medical expert was offered. Through follow-up, the following additional information was received. Per report, the patient underwent an uneventful cataract surgery followed by stent implantation, and reiterated that there was no adverse patient impact. Reportedly, the event is ongoing with the patient stable and continuing to be monitored without intervention.